Event description:
The customer sent their device to the philips bench requesting repair for an unspecified indication. The device was found to have an intermittent battery reading. There was no reported patient involvement.